Manufacturer narrative:
(B)(6). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd calibrite 3 beads erroneous results were reported. There was no report of patient impact. The following information was provided by the initial reporter: detail of the problem: after a complaint from the user due to a malfunction of the equipment, a bd engineer identified the following problem: ¨ these batches create faulty settings that generate problems when passing samples (many more events than usual are required and populations fall outside of the gates preset in multiset) .

Manufacturer narrative:
H.6. Investigation: a review of the manufacturing records was completed for the reagent and the failure of batches create faulty settings that cause problems when passing samples. Calibrite 3-color bead kit (340486-9277450) batch record was reviewed. The calibrite bead batches # 9086999, 9218184, 9277450 have the same components. Batch record showed that calibrite 3-color bead kits passed their respective specifications prior to submitting to inventory. The retain batch 340486-9218184 was tested and passed the facscomp setup. Root cause could not be determined. The retain sample passed all separations.

Event description:
It was reported that while using bd calibrite¿ 3 beads erroneous results were reported. There was no report of patient impact. The following information was provided by the initial reporter: detail of the problem: after a complaint from the user due to a malfunction of the equipment, a bd engineer identified the following problem: ¨ these batches create faulty settings that generate problems when passing samples (many more events than usual are required and populations fall outside of the gates preset in multiset) .